Event description:
At the distributor, they tried to pull the attachment out of the handpiece, but could not make it. The attachment broke in the handpiece. There was no patient involvement and no adverse consequences reported.

Event description:
At the distributor, they tried to pull the attachment out of the handpiece but could not make it. The attachment broke in the handpiece. There was no patient involvement and no adverse consequences reported.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.